Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the left eye in the surgeon side console (ssc) was black. The customer stated that there were two (2) consoles in the room, and there was no issue with the other console, where the surgeon was working. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and there were no errors noted. The tse advised the customer to power-cycle the system. The customer stated that they were going to have to wait, as the surgeon was proceeding, "as is." The tse then recommended to the customer that when they get the chance, for them to power-cycle the system and check both eyes in the suspect console, to confirm both were working. The customer agreed and requested an isi field service engineer (fse) to follow up. The customer also stated that the suspect console was the one closest to the light source control box. The customer site proceeded with the case. The procedure was completed with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "left eye in console is black." Fa noted the root cause was attributed to a component failure.